Event description:
It was reported that the patient had not been doing well since she had spinal surgery about a year ago. The patient was unsure if the surgery was related to the pump or not. The medication at the time of the surgery was not known, but at the time of report, the pump was used to deliver clonidine, bupivicaine, prialt and dilaudid. The patient also noted having fentanyl in the pump at one time but was recently removed. It was later reported that the patient was needing to have an magnetic resonance imaging (MRI) due to the spinal surgery the year prior. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)